Manufacturer narrative:
(B)(4) there was no device malfunction at the time of the procedure and it was discarded by the facility.

Event description:
On 19 oct 2017, it was reported to an atricure representative that a male patient with a collapsed lung received a vats stapling of blebs on (B)(6) 2015, along with cryoanalgesia using a cryoablation device. The patient still experiences complete numbness and tingling in his left chest and down the left side of his torso. Additionally, it was reported that he is unable to develop muscles on the left side and has noticeable weakness. There was no report of any device malfunction or procedure complications at the time of the procedure.